Manufacturer narrative:
Qc performed on the date of the event was within specifications, system check performed in 2007 was within specifications, customer declined service twice stating that they believe the system is operating within specifications and do not require system verification. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding discrepancies between the logs (run events) and the report of results (run results) that were generated by the vidiera nsp nucleic sample preparation system. According to the instrument lots, the sample was to be excluded from the run due to lack of volume. However, according to the report, no sample exclusion was reported and system did not generate any sample errors during the run. As a result, the status of the sample coming off of the instrument is not obvious to the customer. Beckman coulter has not received any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.